Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and an anomalous patient notifier was found. The patient notifier was removed from the hybrid and a known functioning patient notifier was connected. The functioning patient notifier was tested using the programmer and the patient notifier vibrated during the test as expected. The root cause of the patient notifier issue was isolated to the patient notifier.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker-dependent patient presented in clinic, the vibratory alert notification was unable to be activated. The device was unable to be interrogated. Patient is unable to be followed via merlin.net transmission. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. A new device was implanted. Patient was stable.